Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he is catheterizing himself at night and is still having symptoms at night since implant on (B)(6) 2016. It was stated that on date notified he is getting a poor communication screen when pressing the sync button on the programmer, but can connect with the implantable neurostimulator (ins) if he presses the on button. When he places the programmer antenna on the ins he can feel stimulation but when he takes it away he cannot feel stimulation. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported the patient received a new programmer and the manufacturing representative (rep) helped them set it up. The new replacement works great, according to the patient, and their lack of therapeutic effect is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.